Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose for the past eight days. The blood glucose reading at time of call was 172mg/dl. The customer stated that the paramedics were called due to his low blood glucose. Troubleshooting was performed. The time, date, and programming on the insulin pump were correct. The customer stated that the amount of insulin in the status screen matched with the amount of insulin left in the reservoir. The customer called back and stated that his glucose level was more than 256mg/dl, and he has been treated with a bolus. Advised to wife that it is always good to be cautious and to make sure too much insulin is not being taken in a short period of time frame. No further information was provided.